Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The nub on the back of the trial broke off while removing from femoral trial.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search on the provided product code family identified similar reports which when confirmed were attributed to product wear out and or misuse. Warsaw commercialized product development previously reviewed complaint data for the reported product code family captured under (B)(4) and concluded no design changes/improvements were identified. The investigation could not draw any conclusions about the root cause of the current reported breakage without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.